Event description:
It was reported that four days after the multi-lumen brachytherapy balloon was implanted, the patient presented with cellulitis in the breast and a positive culture indicating a (B)(6) infection. The patient was hospitalized and treated with IV antibiotics. The device remained implanted during treatment for the infection. Reportedly, the patient was discharged and is doing well. Subsequent brachytherapy treatment was successfully completed.

Manufacturer narrative:
The device history records were reviewed and confirmed the lot met all release criteria. The sterilization certificate was reviewed and confirmed the lot passed the specifications. This is the only complaint reported to date for this lot number for patient infection. The sample was not returned for evaluation. The definitive root cause could not be determined based upon the available information as the sample was not returned. It is unknown if patient, procedural or treatment issues contributed to this event.